Event description:
The sales representative received a call from the ICU educator telling her that they had a unit that was not draining properly from the drip chamber into the drainage bag. The educator of the user facility said they tried a number of manipulations to remedy the problem, including stretching the neck of the bag, replacing the bag, and eventually suctioning some cerebral spinal fluid (csf) out of the side of the stopcock at the base of the drip chamber. In the end, suctioning csf was able to initiate flow through the stopcock and eventually into the drainage bag.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported incident.